Manufacturer narrative:
H.6. Investigation: investigation summary: bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that upon evaluation, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. No issues relating the customer's observation was observed. Investigation conclusion: based on evaluation of the customer's instrument, no issues were found. Root cause description: a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a sedi-40 had old software and systematic errors.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a sedi-40 had old software and systematic errors.